Event description:
Event description cpi received information that the atrial and ventricular impedance measurements were > 2000 ohms. In addition, the patient received on inappropriate shock due to noise.